Event description:
A literature article that evaluated the preoperative findings and surgical results of thymic cysts surgically treated with robotic approach was reviewed. The study included 57 patients that underwent robotic surgery for thymic cysts in three italian thoracic surgery centers between march 2014 and april 2022. Surgical procedures were robotic approach in all case including 35 total/extended thymectomy and 22 cyst resection/partial thymectomy 22. In all cases, the cysts were completely removed using the robotic approach, with no instances requiring conversion to thoracotomy or sternotomy, and no intraoperative complications were observed. Three postoperative complications were mentioned in the article. One case required reoperation for thoracic duct closure due to chylothorax, another case of postoperative anemia was managed conservatively through blood transfusion, and a third case of postoperative respiratory failure was effectively treated with non-invasive ventilation. There were no postoperative mortalities observed. There were no da vinci device issues reported in the article. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Additionally, there is no indication that any da vinci products contributed to the reported complications. Citation: cusumano, g., meacci, e., romano, g. Et al. Robotic surgery for thymic cysts: clinical features, management, and results of a multicentric study. Updates surg (2024). Https://doi.org/10.1007/s13304-024-01895-3. Section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used.